Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (2g every fifth day; duration not reported) and intraperitoneal gentamycin (20 mg daily; duration not reported) for peritonitis. Antibiotic treatment and dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.